Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, customer was hospitalized with blood glucose level of 829mg/dl, cause was unknown. Customer also had ketones considered life threatening by healthcare provider. Customer was treated with insulin drip and manual injections of short-acting and long-acting insulin to resolve the issue. Customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged high bg issue was verified in the pump logs, however, no failure was identified.